Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at high output and loss of capture. The rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.